Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected motor movement alarm. The patient's blood glucose at the time of incident was 260 mg/dl. Troubleshooting was initiated for the unexpected motor movement. A displacement test was initiated and the pump passed. The pump alerted with no reservoir. No products were shipped or returned as of yet.